Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. The patient presented with increasing dyspnea and an echocardiogram revealed aortic stenosis and an increase in gradients. On (B)(6) 2019, the valve was explanted. The physician observed pannus formation underneath the valve, fusing commisures, and mobile leaflets. The device was replaced with a 21mm edwards magna ease and the patient is reported to be stable.

Manufacturer narrative:
Explant was reported due to stenosis and an increase in gradients. The investigation found that there was fibrous pannus ingrowth on the outflow surface of leaflets 1 and 3. There was thrombus on the outflow of lefalets 2 and 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The thrombus and pannus noted could have limited the mobility of the leaflets, which could lead to the stenosis and increase in gradients reported.